Manufacturer narrative:
There has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Based on the evaluation repair notes on 07/24/2019 while using a g1000, found water flow through unit to the handpiece to be within specs; could not replicate issue of handpiece heating up when adjusted for adequate water flow. The initial complaint was for electrical issues. Additional feedback was provided by the customer when the unit was sent in for repair that the inserts were overheating.